Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a displayed communication error. A communication fail error message will likely result in a system lockup, no boot, or shut down situation. There are no reports of patient injury or death associated with this event.